Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated.

Event description:
It was reported that the patient's device was unable to hold charge and patient stopped charging the device which led ipg to be inoperable. As such, surgical intervention is anticipated to address the issue.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced and reportedly effective therapy was restored.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.